Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the reported issue (subject device was displaying a b30 error code).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the b30 error was produced because a temporary short occurred in the internal circuit board of the endoscope connector. The short was thought to have resulted from water invasion. The following may have contributed to this: a) a stress force was accidently applied on the open venting connector while the device was under water. B) a foreign material such as a fragment from the cleaning tool may have gotten stuck in the valve of the venting connector. This may have prevented it from closing. C) water may have invaded the device during reprocessing. It is possible that the air tube was either broken or connected in an improper way. It is likely that the water invaded the device through the endoscope connector during leak testing. D) during reprocessing, the device may have been immersed in the fluid while the cap was attached. E) the connector cap of the leakage tester may have been attached to the venting connector while it was wet. F) the leakage tester may have been attached/detached while the device was submerged under water. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was confirmed. It was observed the image was good after aeration of the device. In addition, service found the light guide lens was scratched. The insertion tube was buckled and collapsed. There was moisture in the connector. The light guide tube was scratched and peeled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a b30 error code (scope communication error). The reported issue occurred while reprocessing the subject device. There was no patient involvement. Additional details have been requested regarding the reported issue.